Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was reportedly 528 mg/dl at the highest and was treated with a manual injection. Reportedly, supply changes were performed to address the occlusions.